Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with one cartridge during the load process. When attempting to load a new cartridge, the customer received a cartridge error message. There was no impact to the customer's blood glucose level. It was confirmed that the customer had manual insulin injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge alarm 19 has been verified; however, there was no failure identified for the alleged cartridge change error.